Event description:
It was reported that as per physician the coating of the subject guidewire was getting off, it was giving lot of force inside the catheter while passing through it and torque was not transmitting properly. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that as per physician the coating of the subject guidewire was getting off, it was giving lot of force inside the catheter while passing through it and torque was not transmitting properly. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that the coating of the wire was getting off, it was giving lot of force inside the catheter while passing through it and torque was not transmitting properly. As per the additional information, the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. There was patient involvement. As the device was not returned and a review of all available information fails to indicate an assignable cause for the reported event, an assignable cause of undeterminable will be assigned the reported 'guidewire ptfe coating peeling', 'guidewire difficult to advance' and 'guidewire torque problem.'

Event description:
It was reported that as per physician the coating of the subject guidewire was getting off, it was giving lot of force inside the catheter while passing through it and torque was not transmitting properly. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H6 type of investigation - method code grid - updated. H6 investigation findings - results code grid - updated . H6 investigation conclusions - conclusion code grid - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire was noted to be kinked. There was ptfe (polytetrafluoroethylenepeeling) in numerous areas. This nature of this damage is indicative of interaction with an under tightened torque device. There was degradation noted to the hydrophilic coating. During a functional inspection, the guidewire was soaked for approx. 2 minutes and advanced through a demo sl-10 , some friction was noted throughout. A demo torque was applied to the device and rotation was limited due to the kink to the wire. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire ptfe coating peeling was confirmed during analysis. The reported guidewire difficult to advance was confirmed during analysis. The reported guidewire torque problem was not replicated, but can be confirmed based on the damage noted to the ptfe coating. The device failed to meet specification when returned, based on the damage noted. It was reported that the coating of the wire was getting off, it was giving lot of force inside the catheter while passing through it and torque was not transmitting properly. As per the additional information, the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. There was patient involvement. The guidewire was returned and the ptfe coating was noted to be damaged in a number of locations, the nature of the damage is indicative of interaction with an under tightened torque device against resistance. There was also a kink noted to the guidewire. There was difficulty to advance the guidewire during analysis, however this is likely to be due to the degradation noted to the hydrophilic coating which is a post procedural anomaly. It cannot be determined what caused the difficulty to advance the guidewire during use, perhaps there were anatomical and or procedural factors present during use. Therefore ana assignable cause of procedural factors will be assigned to the reported and analyzed 'guidewire difficult to advance.' An assignable cause of handling damage will be assigned to the reported 'guidewire ptfe coating peeling' and 'guidewire torque problem' and to the analyzed 'guidewire kinked/bent' and 'guidewire ptfe coating peeling', as the issue is due to handling of the product or portion of the product during the clinical procedure.